Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 19938022/20318167.

Event description:
It was reported that the patient was not able to get enough pain relief. It was noted that the ipg was not working as intended. The patient underwent an explant procedure where all devices were removed. The explanted device will not be returned.